Event description:
Pt underwent a colonoscopy with polypectomy. Md believes equipment malfunction from cautery unit during polypectomy. Day after procedure, pt went to ER for severe pain and was admitted - treated & discharged, readmitted with bowel perforation & surgery performed - eventually discharged.